Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that his insulin pump has been alarming with a radio frequency error a few times a day for the past two weeks. The patient's blood glucose at the time of incident was 92 mg/dl. Troubleshooting was initiated for the radio frequency error alarm. A normal bolus was programmed into the air and the bolus amount was recorded. The rewind was successful, too. Due to the multiple alarms the pump will be returned for analysis and a replacement device was shipped to the customer.